Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) reported that during a field action the batteries failed the run time test. The fse replaced batteries and corrected the failure. The iabp was tested and cleared for clinical use.

Event description:
During a service/test by a company representative, the cs300 intra-aortic balloon pump (iabp) was not charging. There was no patient. Furthermore, no injury or adverse event was reported.